Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lower anterior resection procedure that on the 2nd firing using a blue ecr60 reload after clamping down on tissue the device fired without the physician pressing the trigger button. It fired automatically. The cut and staple line were okay. A like device was pulled to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p55d5x. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.